Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported issues with the connector cracking on the pca tubing while fentanyl and diprivan were infusing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a crack in the tubing was confirmed. Visual inspection was performed on the extension set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. Visual inspection noted that the female luer of the extension set had a 9.4 mm crack. Functional testing was not performed due to the obvious damage. The probable root cause was determined to be due to material degradation stemming from a supplier issue of varying regrind percentages, combined with other factors such as over-torqueing and excessive solvent.